Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a damaged heater line tube at the tack weld location. An underwater pressure test was also performed and a leak was observed at the tack weld location of the heater line. The reported condition was verified. The cause of the condition was due to a human assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged (punctured tubing). This was observed after taking the cassette out of the packaging, before peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.